Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed three openings assessed as fold flow opening. Observed >3 openings assessed as surgical damage. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported via regulatory agency right side rupture and capsular contracture baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported via regulatory agency right side rupture and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.